Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the arm. The patient was feeling weak. On (B)(6) 2024 at 04:00 am, the patient¿s dexcom mobile device was reading 59 mg/dl. A fingerstick measurement was taken by the patient¿s husband and the bg reading was 519 mg/l. The patient¿s husband called the ambulance and around 05:00 am, the patient was taken to the hospital. In the hospital, the patient was treated with unremembered intravenous. The patient was discharged the following day on (B)(6) 2024. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.